Event description:
The recipient reportedly had covid in 2020 and spent two weeks in the ICU intubated with worsening balance. She is feeling pain and sensitivity at the implant area. Episodes of dizziness with no benefit from sound perception were also experienced. When using the audio processor she heard excessive noise. Further proceedings are unknown.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Further the recipient experienced pain at the implant site and dizziness. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reportedly had covid in 2020 and spent two weeks in the ICU intubated with worsening balance. Is feeling pain and sensitivity at the implant area. Furthermore, the recipient was experiencing episodes of dizziness with no benefit from sound perception, and when using the audio processor then she was experiencing excessive noise. Further proceedings are unknown.